Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. As the clip delivery system (cds) was introduced to the steerable guide catheter (sgc), there was air entering the column of the guide. The stopcock on the guide, flush port, and clip introducer were properly attached and closed. The cds and guide were removed and exchanged for new products as the source of the air could not be determined. Another sgc and cds were used with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is filed under separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported leak/splash (loss of fluid column) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a